Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the breakdown of the cable was caused by the handling of the user. As stated on the IFU (instruction for use) the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. The device was found no image due to faulty cable unit. Unrelated to the reported issue, fading was noted on the rear cover label and needs to be replaced. Based on evaluation findings, the reported issue was identified to be attributed to a faulty cable unit. The root cause of the faulty cable unit was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
A report of image does not appear, no picture when plugged during an unknown procedure was reported. The intended procedure was completed with another device. The model and serial number used was not provided. There was no patient harm or impact reported due to the event. No user injury reported.